Event description:
It was reported that the patient had an advance sling implanted. The level of incontinence following the sling implant was unchanged so an artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. Following the surgery, the patient outcome was good.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.